Event description:
A surgeon reported that a pt experienced a bilateral "sands of sahara" (sos) syndrome after lasik surgery. Pt has no identified risk of inhalation, important bleeding. Antibioprophylaxy and operative field preparation were performed according to protocols in the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).